Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using smartsite¿ extension set, low sorbing, 0.2 micron filter leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the infusion and noted that there was leaking around the IV filter site. The patient notified this rn that he felt his buttocks being wet and felt like the IV tubing was leaking. This rn checked all connections and all were secure. This rn restarted the infusion and noted that there was leaking around the IV filter site.

Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model 20350e lot number 22029764 was performed. The search showed that a total of 19,803 units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported while using smartsite¿ extension set, low sorbing, 0.2 micron filter leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the infusion and noted that there was leaking around the IV filter site. The patient notified this rn that he felt his buttocks being wet and felt like the IV tubing was leaking. This rn checked all connections and all were secure. This rn restarted the infusion and noted that there was leaking around the IV filter site.